Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation of the device revealed noise on the right atrial lead. Multiple episodes of automatic mode switch were noted. No intervention was performed. The patient was in stable condition and would continue to be monitored.